Manufacturer narrative:
Additional mdrs associated with this event: MDR#: part description: 3025141-2013-00092; part description: 8-hole precontoured clavicle plate; MDR#: 3025141-2013-00093; part description: locking cortical/cancellous screw; MDR#: 3025141-2013-00094; part description: locking cortical/cancellous screw; MDR#: 3025141-2013-00095; part description: locking cortical/cancellous screw; MDR#: 3025141-2013-00096; part description: locking cortical/cancellous screw; MDR#: 3025141-2013-00098; part description: locking cortical/cancellous screw. Not returned to manufacturer.

Event description:
Two screws associated with an 8-hole pre-contoured clavicle plate loosened reducing the effectiveness of the implant.